Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing,the device was unable to obtain an ECG signal via pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a test multifunction cable and 12 lead ECG cable by bench handling, ECG monitoring stress testing, and defib cycle testing without duplicating the report. The device was recertified and returned to the customer with a replacement multifunction cable and 12 lead ECG cable as a pre-caution. The cables used at the time of the reported event were not returned with the device for evaluation. No trend is associated with reports of this type.